Event description:
Spontaneous report, from france. Local reference: #(B)(4); quality complaint was opened: references #(B)(4). This initial serious case report was received on (B)(6) 2022 from hospital physician by phone. Follow-up #1 was received on 22-jul-2022 from sofic by email. All informations were processed together. The report described cannula breakage into patient's mouth, safety cap dissociation and cannula bending from the suspected injection system ultra safety plus twist during an unspecified procedure. No further information was available regarding patients. On (B)(6) 2022 the dentist experienced problems with two usp twist devices, on the first one the cannula bent making it unusable, and on the second device, the cannula broke in the patient's mouth and the safety sheat had dissociated from the injection device. The practician was able to retrieve safely the piece of cannula from the patient's oral cavity. No information was provided on the number of injections, if there was an extreme pressure applied or a sudden movement of patient during the procedure or on the way the injection system was assembled. Other information of product: septodont batch number #f51796aa, expiration date 30/04/2026. This case is considered as serious due to internal convention (cannula breakage in patient's mouth) based on first available information and as a conservative manner. This case is serious as reported clinical information was considered as other medically important condition. Manufacturer's preliminary comments: usp twist has a unique lock system that should reduce the risk of dismantling of the device. If not correctly locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device may separate during use. Tests have shown that excessive pressure could be a causative factor for the disassembly of the device in addition to incorrect device assembly. This report described a cannula breakage from the injection device (part a) and safety sheath that had detached, leading to a piece of cannula remaining in the patient's mouth. Cannula breakage may occur in situations where an excessive pressure is required for injection, or when multiple injections are required as it could weakened the cannula. In addition, a detachment of the protective sheath may be due to a mishandling of the device, which may also favored the cannula breakage. Usp twist (upgrade version of the former presentation usp) was newly launched during the covid-19 pandemic period. However, there was no information on the way of device use or assembled, therefore pending quality investigations and/or additional information, no root cause could be determined and no CAPA is required. Cause investigation and conclusion: this was an isolated incident with a low occurrence for the reported event "injection device system disassembling" and for the batch f51796aa ((B)(4) units sold). No quality defects on devices were observed during investigations and dentist's practice could not be discarded as a possible root cause. Based on data from case report, and from quality investigations, no device quality defect was identified. No final root cause could be determined but incorrect use is to consider (such as: multiple cartridges used, excessive pressure, incorrect locking of the system, use of an incompatible handle) but no information provided to conclude. Quality investigation report: the practitioner did not respond to the questions from the manufacturer. No quality defect of the injection device or of the cannulas was observed during investigations. After investigation, no quality defects on devices were observed for this complaint. Based on similar reports received by the company, product misuse could be the root cause although the IFU provides detailed indications on assembling and the proper use of the device. The residual risk remains acceptable, a review of the risk assessment is not required. No device quality defect was identified and no final root cause was determined. A misuse is nevertheless suspected. The IFU provides detailed guidance for device assembly and proper use. No corrective action is deemed necessary. Manufacturer final comments: no quality defect on the tested devices. No root cause identified (use error: possible). No corrective action is needed for safety reasons.